Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. Additional information received: "we have no update on this case, I made contact with the surgeon and the information I had was that the patient died, the case happened at the height of the pandemic and it was not possible to assess, whether due to complications resulting from the length of stay or even due to covid. This was the surgeon's feedback, which shows discomfort in talking about the subject after death."

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from guide face area and some staples can be seen partially formed and the knife exposed. Indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. Based on the photo the event describe of firing issues is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. What were the indications for surgery? Due to inflamed colon. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? I¿m sorry, but I don¿t understand this question. The issues experienced was in the surgery. What healthcare professional fired the device and what is his/her experience with the device? Dr. Paulo is the medical surgeon responsible, he is a master surgeon and he has a great experience with ethicon products. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No. Although the surgeon reported that is was not possible to hear the audible feedback. Did the healthcare professional receive audible & tactile feedback when firing the device? Audible feedback no. Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Yes. After using the stapler it was possible to observe that the staples did not come out completely, as you can see in the photo sent. Was a leak test performed? Was not done because the stapling did not happen, considering this, it was not necessary leak test perform. Was the staple line visualized endoscopically during the initial surgical procedure? No. Because the stapling did not happen. How many days postoperative did the leak occur? During the surgeon. How was the leak identified? After opening the stapler. What was observed at the site of the leak upon reoperation? A staple line totally open. How was the leak addressed? Was necessary to make a new stapling. What is the current patient status? The patient had to put a colostomy bag. Patient undergoing rectosigmoidectomy due to sigmoid colon tumor, while using circular stapler 33, there was a cut without stapling, a new golden echelon load was used to prepare the colon, and a new circular stapler 29, and there was also a cut without stapling in the anastomosis. The patient was colostomized and the surgery time was increased.

Event description:
It was reported that during a colectomy, circular stapler cut but did not staple. Auditory feedback was not heard. In addition, the staples went up, but did not leave the stapler, which meant that the doctor needed to put a colostomy bag on the patient.

Manufacturer narrative:
(B)(4). Date sent: 09/30/2020. Additional information received: "after a few more days of hospitalization and the development of other complications, the patient died. The doctor does not know exactly what caused the death, since the patient developed a series of complications." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the additional complications that led to the death? Has the cause of death been determined? If yes, what was the cause of death? Can a detailed timeline of events leading up to the patient¿s death be provided? Was an autopsy done? If yes, can the autopsy report be shared with us? Please send to productcomplaint1@its.jnj.com does the surgeon believe the ethicon device caused or contributed to the patient death?

Manufacturer narrative:
(B)(4). Date sent: 02/26/2021. Please see h11. Corrected data = b2; h6.